Manufacturer narrative:
B2: outcomes attrib to adv event: required intervention added. B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that the patient experienced a cerebral infarction (stroke). A left atrial appendage closure (laac) procedure was performed using a watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds). Preoperative transesophageal echocardiography (tee) confirmed the absence of thrombus or haze. The left atrial appendage ostium measured approximately 22mm in diameter, and a 27mm closure device was selected accordingly. The device was properly de-aired per the instructions for use and implanted after confirming appropriate position, anchor, size, and seal (pass). The device was then released, and the procedure was completed without immediate complications. The following day, the physician reported that the patient developed sensory disturbances in the fingers. An urgent magnetic resonance imaging (MRI) revealed scattered cerebral infarctions. The physician recalled observing a small amount of thrombus in the device screw during the procedure via tee. It was suspected that the infarctions may have resulted from embolization of this thrombus or due to a reverse shunt in the septum, possibly related to deep vein thrombosis (dvt). The patient was treated with warfarin and heparin. At the time of reporting, the patient remained under observation with persistent mild paralysis, though the sensory disturbances in the fingers were improving. It was further reported that at the follow-up 45 days post-surgery follow up, a transesophageal echocardiogram (tee) showed the presence of a 10mm or larger mobile thrombus, presenting a high risk of embolization. After consulting with the patient, a thoracotomy procedure was performed to remove the thrombus and the closure device. The patient condition is currently reported to be stable. Although a thrombus was detected on the tee and was removed along with the device during the surgery, upon reviewing the surgical video, it was difficult to determine whether it was a thrombus or tissue that had separated during the process of endothelialization. Given the absence of inflammatory response, it is judged not to be infective endocarditis (ie). A pathological examination will be conducted.

Event description:
It was reported that the patient experienced a cerebral infarction (stroke). A left atrial appendage closure (laac) procedure was performed using a watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds). Preoperative transesophageal echocardiography (tee) confirmed the absence of thrombus or haze. The left atrial appendage ostium measured approximately 22mm in diameter, and a 27mm closure device was selected accordingly. The device was properly de-aired per the instructions for use and implanted after confirming appropriate position, anchor, size, and seal (pass). The device was then released, and the procedure was completed without immediate complications. The following day, the physician reported that the patient developed sensory disturbances in the fingers. An urgent magnetic resonance imaging (MRI) revealed scattered cerebral infarctions. The physician recalled observing a small amount of thrombus in the device screw during the procedure via tee. It was suspected that the infarctions may have resulted from embolization of this thrombus or due to a reverse shunt in the septum, possibly related to deep vein thrombosis (dvt). The patient was treated with warfarin and heparin. At the time of reporting, the patient remained under observation with persistent mild paralysis, though the sensory disturbances in the fingers were improving